Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to reset the pump at the time of the call but planned to reset it later and would contact support if the issue persisted.